Event description:
He customer complained of erroneous results for 2 patient samples tested for creatinine jaffé gen.2 - compensated method for serum and plasma (crej2). The initial results for both patients were reported outside of the laboratory. The head of the laboratory requested that the sample be repeated. It was noted that the repeat testing was a routine check which is sometimes done at the request of the head of the laboratory. Patient initial crej2 result was 0.90 mg/dl at approximately 12:00 p.m. This result was reported outside of the laboratory. The primary tube sample was repeated 15 times at approximately 2:00 p.m. With results between 0.57 mg/dl and 1.10 mg/dl. Patient, with date of birth of (B)(6) initial crej2 result was 0.70 mg/dl at approximately 12:00 p.m. This result was reported outside of the laboratory. The primary tube sample was repeated 15 times at approximately 2:00 p.m. With results between 0.59 mg/dl and 1.04 mg/dl. No adverse event occurred. The crej2 reagent lot number was 611032-01 with an expiration date of 10/31/2016. Quality control results were acceptable. The customer checked the test configuration and valves on the analyzer and they were acceptable. The customer changed probes and cleaned the water reservoir.

Manufacturer narrative:
A specific root cause could not be identified. The quality control data provided by the customer does not appear to be acceptable. Possible root causes may be related to co2 influence in the laboratory, instrument imprecision or a reagent quality issue. The field service engineer checked all suggested maintenance concerns and all were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Since the requested information was not provided it was not possible to determine if the problem was related to an application or a hardware issue. The instrument in question was replaced.